Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported suction and identified fracture issue, as a crack was noted on the introducer needle hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2025.

Event description:
It was reported that ten days post port placement procedure via left subclavian, the puncture needle was allegedly not vacuuming. The procedure was completed using another device. There was no reported patient injury.